Manufacturer narrative:
H11. Additional narrative: updated h6. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 7300tfxj mitral valve was explanted after an implant duration of three (3) years and six (6) months due to mitral stenosis and regurgitation. Concomitant tricuspid annuloplasty procedure with a 28mm 4600t was performed. The explanted valve was replaced with a 25mm 11400m mitral valve.

Manufacturer narrative:
H11. Additional narrative: h3: product evaluation: customer report of stenosis and regurgitation were unable to be confirmed in the as received condition. As received, all three leaflets had cut outs of approximately 12mm x 16mm on leaflet 1, 12mm x 14mm on leaflet 2, and 14mm x 14mm on leaflet 3. The cuts had a smooth and straight edge. Two cutout leaflets were returned and appeared to match up with valve at leaflet 1 and 2. Cut out section for leaflet 3 was not returned. Host tissue overgrowth was observed on leaflet fragments. X-ray demonstrated commissure 2 and 3 bent inward; minimal calcification was observed on the remaining sections of leaflets 1 and 2. Heavy calcification was observed on leaflet fragments. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 on the inflow aspect and 6mm on leaflet 1 on the outflow aspect. Sewing ring was cut off around the valve on the outflow aspect. Detached metal band and sewing ring fragments were returned with valve. Wireform was exposed on commissure 3.